Event description:
It was reported that while the patient was on the cordless phone, the right side device turned off. The patient also experienced spasms in her right arm. The patient stated the device was not working. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). This report is being filed following an internal audit.